Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic anterior resection procedure, after firing the instrument open (non-formed) and malformed staples were seen in the bowel tissue. Under inspection, both proximal and distal staple lines were not complete and staples were not formed (bowel ends were uncompressed and lumen was visible). Another instrument was used to complete the procedure.